Event description:
It was reported that the bd q-syte¿ closed luer access leaked blood from valve. There was no report of patient impact. The following information was provided by the initial reporter: qsyte valve leaked blood when IV was released from qsyte valve.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-11-30 h6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used q-syte unit without the blue dust cap that has traces of media within. Accompanying the q-syte is a top web (label) from product bd q-syte, material number 385100, lot number 1118491. Through the visual/microscopic evaluation, damage was not observed to the top or bottom body. The septum top slit is centered in the correct location and there is a tear at one end of the slit. A column tear assessment reveals there are two column tears at the septum column wall near the vent holes that are opposite each other. A water leak test was performed where no leakage was observed from the vent hole when tested in the unactuated position and no leakage occurred when tested in the actuated position. The septum bottom disk has a tear at one end of the slit and a large tear in a partial circular shape that is jagged to the side of the disk near the slit. The large circular tear observed at the bottom disk reveals to be an open path between the outside of the septum column wall and the housing (polycarbonate). This creates a flow path from inside the q-syte into the space between the top body and septum column potentially allowing for leakage to occur through the vent holes. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ closed luer access leaked blood from valve. There was no report of patient impact. The following information was provided by the initial reporter: qsyte valve leaked blood when IV was released from qsyte valve.